Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient was getting desired settings not available on the patient programmer. The tablet was able to program patient without issue. Impedance was around 1000 ohms for all electrodes. Dtm algorithm was used for programming and patient was not able to increase stimulation beyond 0.6 ma. Technical services (ts) told rep that system should be able to go above 0.6 ma, thus impedance was likely the issue. Rep then had patient tilt her head up a little and tested impedance again and he noted multiple electrodes giving him warnings; this explained why patient had difficulty with stimulation increase. Rep to try reprogramming, but dtm programming is likely not possible. The issue was not resolved through troubleshooting.

Event description:
Additional information received from rep providing the serial number of the wens device and also stating that the circumstances that led to the impedance issue, and difficulty increasing stimulation was during the initial programming after trial leads were placed. It was undetermined what was causing the impedance issue and difficulty increasing stimulation and steps were taken to resolve the impedance issue, and difficulty increasing stimulation was try to program around the impedances which led to resolving the device impedance issue and difficulty to increase stimulation. The weight at the time of the impedance issue, and difficulty increasing stimulation is unknown. Furthermore, the patient programmer involved in this event was a fixed asset controller. The patient still has the controller for the duration of the trial. The serial umber would need to be obtained once it is returned. The issue was resolved without any known steps to resolve the 'settings not available' on the patient programmer. The provided information was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.